Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported the patient had a doctor's appointment on monday and they want to do an MRI but they had to call the manufacturer to see if it was MRI compatible. Reviewed information about MRI mode and offered to assist caller to use the equipment to activate and activate MRI mode and caller was successful to activate MRI mode. Upon initially trying to synch with the ins caller said they saw a low battery screen but dismissed it before it could be determined which battery they described. The caller reported the therapy had never helped the patient's symptoms ever since they got it, and patient has an appointment the following week to have it taken out because it was not helping and in fact it was worse. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.